Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two other copilot devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported during preparation and before use, the copilot failed to be filled with normal saline and the air could not be exhausted. This happened two additional times during the same procedure. Another brand of copilot was used to successfully finish the procedure. No additional information was provided.